Event description:
The operator of the architect i2000sr analyzer cut their hand on the edge of the processing center filter while cleaning it. The operator received a tetanus shot and blood was drawn for (B)(6) testing. The operator has returned to work.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
An operator required treatment after sustaining a cut on the hand while cleaning the air filter on the architect i2000sr analyzer (the instrument was not operating at the time). The filter was not available for return. File samples are not retained for parts; therefore, no analysis was possible. No other issues were identified with the filter requiring further investigation. The architect system operations manual contains information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the available information, there is no evidence of a malfunction of the system.